Manufacturer narrative:
Concomitant medical products: product ID 3057, serial# unknown, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who had an external neurostimulator for urge incontinence and urgency frequency. It was reported that trial patient went from 1.5 to 2.0 for their stimulation the morning of the report and was a bit uncomfortable. Trial patient also reported they had some bleeding where the wires were inserted. More information was received on 2018-feb-18 with trial patient reporting that they had soaked their depends and that cause their bandage to also become soaked. While trying to remove the soaked bandage, the leads became disconnected so their device was not working. No further complications were reported.